Event description:
The customer reported getting a "no shock delivered" message while attempting to shock a pt. The customer did not use philips brand pads. The pt died. The customer was unable to say if the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported getting a "no shock delivered" message while attempting to shock a pt. The customer did not use philips brand pads. The pt died. The customer was unable to say if the device played a role in the pt's outcome. The device was evaluated at the philips bench. The symptom was not duplicated. Review of the electronic event summary and status logs show that the symptom was the result of a pads to pt impedance issue. When this issue occurs users receive on-screen alerts identifying the issue and offering troubleshooting steps. The device passed all testing and was returned to service. The device was behaving as designed. The event summary showed messaging consistent with an impedance issue. There was no malfunction of the device.